Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.